Event description:
Patient was revised to address loosening. **update** (B)(4) 2012- litigation papers received. It is now alleged that the patient suffers from pain, discomfort, inflammation, and large amounts of toxic cobalt chromium metal ions and particles to be released into the patients blood, tissue, and bone. The doi was provided, (B)(6) 2007.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(6). The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes 2006267 and 2179290. A search of the complaint database finds additional reported incidents against lot code 1967629 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address loosening. **update** (B)(4) 2012- litigation papers received. It is now alleged that the patient suffers from pain, discomfort, inflammation, and large amounts of toxic cobalt chromium metal ions and particles to be released into the patient's blood, tissue, and bone. **update: (B)(4) 2013. Medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
The devices associated with this report were not returned. The lot code was not provided for the stem. For this reason, a lot specific complaint search could not be conducted and the device history records could not be retrieved for review. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required for the metal insert and head were unavailable. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.